Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a terrible experience the morning of the report of sudden shocking. The patient called their doctor and they told them how to turn the device off over the phone. The patient stated they woke up that morning out of a dead sleep with horrible pain in their vaginal area, and noted it was electric shocks causing the excruciating pain. The patient jumped up right away and knew it was their implant, and didn¿t know what was going on and the ¿device was malfunctioning¿. The patient stated it would last 5-10 seconds and then continued every 10 seconds for almost an hour, and they couldn¿t stand up. The patient was screaming every time when they pain came on and they called an ambulance. The patient stated it was on 7.4v and it wouldn¿t decrease, and when they tried to decrease it said ¿504¿. The patient stated they didn¿t go into the ambulance or go to the hospital. The patient called their healthcare provider and got through to a lady who knew how to walk them through turning it off. It was noted there were no accidents, falls, or procedures related to the issue. It was noted that the patient had an appointment on (B)(6) 2018 with someone who works for their doctor. The patient also reported they were shaky and weak. The patient noted that on (B)(6) 2017 they were on program 2 and changed it to program 4 and ¿was like on 1 point-something volts¿. The patient stated the highest voltage they could have been on was 2 volts when it surged up to 7.4 volts. The patient stated that the programmer had not been in reach since (B)(6) 2017 and they didn¿t know how the device got to 7.4v. No further complications were reported.